Manufacturer narrative:
Upon investigation, it was determined that if imported patient plans are not edited at the time of importation, the plan will have the starting cci location based on the last edited eye position either os or od. For eyes that match the last edited eye position, the starting cci positions are correct, for eyes that have the opposite position, the starting position will reflect that of the opposite eye and may require adjustment from the user.

Event description:
If an imported patient does not have their patient plan edited after import the default starting location of any ccis may have the values for the opposite eye. There have been no reports of the cci being placed in the incorrect location during surgery.